Event description:
The customer reported via phone call that their insulin pump stopped functioning. Customer reported the motor was burned out. The customer stated the insulin pump began to make unusual noises while rewinding. The customer stated they were unable to prime correctly. Customer's blood glucose was 236 mg/dl. The customer was advised their insulin pump needed to be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.